Manufacturer narrative:
Technical discussion concluded that the implant probably expanded prematurely during the surgery due to a bad temperature management from the surgeon. Historical data analysis permitted to confirm this was an isolated incident. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant did not work as planned. Another implant has been used with success. There was no adverse consequence to the patient.